Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting, no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.

Event description:
The customer reported that while using their avea ventilator on a patient, the display went blank but ventilator kept running. The patient was switched to another ventilator with no harm or injury.